Manufacturer narrative:
The device was explanted on (B)(6) 2021. This report is submitted on 10 mar 2021.

Manufacturer narrative:
This report is submitted on february 16, 2021.

Event description:
Per the clinic, the patient experienced open circuits at activation. Explant and reimplantation is planned but has not yet been confirmed to have taken place at the time of this report.